Event description:
During a scope procedure patient had extravasation of the right knee. Pump was initially set at 30mmhg and surgeon asked to turn pressure up to 50mmhg. Five minutes into the procedure, rn noticed bags were too low, the procedure was stopped and 4000cc's of fluid were missing. The patient's leg was tight from fluid. Hospital reported no alarms went off except for the tourniquet alarm. Surgery lasted a total of 12 minutes. Patient was admitted overnight and expected to be discharged the next day. Surgery to be re-scheduled. Follow up with nurse 10 days later, indicated the fluid in patient's leg decreased with drapes and gravity (leg was elevated). Patient was recently re-operated and recovering from the surgery as expected. No further complications reported. This device is used for treatment.